Manufacturer narrative:
The device was returned for analysis. The visual and functional testing was performed. The device was programmed on channel a to deliver a volume of 50 ml over 33 hours and 20 minutes, at a flow rate of 1.5 ml/hr, resulting in 52 ml delivered over 33 hours and 17 minutes. 50 ml * 5% = (+/- 2.5 ml) with a tolerance of +/- 5%. The delivery value was within the permitted range. The delivery error margin was + 2 ml. According to the customer's experience, the device generated an over-delivery. However, the customer protocol tests determined that the device operated for 33 hours without interruption and the infusion was completed without over-delivery or alterations to the programmed values. A free flow test was performed to rule out uncontrolled flow delivery due to the mechanism; this test passed successfully. A keypad test was also performed to verify that it was not automatically reprogramming. Each key functioned correctly; the test passed successfully. It can be concluded that during the customer protocol and product verification tests, the device infused correctly without over-delivery, generating no technical failures or alarms, or overprogramming caused by the keyboard. Probable cause was user error when programming an infusion rate higher than required.

Event description:
The event involved a plum 360 which was reporting that during a hydromorphone infusion the device failed during the treatment. The infusion was programmed for 36 hours but ended in 20 hours. There was patient involvement, patient diagnosed and with medical history of diagnosis of diffuse gastric adenocarcinoma t3 t4n1mx 2023 with relapse in 2026, including severe hepatic encephalopathy, obstructive uropathy, kdigo stage 3 acute kidney injury, and pulmonary thromboembolism, in undergoing continuous intravenous infusion of hydromorphone 10 mg per 50 ml hyoscine, haloperidol, and furosemide, the latter discontinued on (B)(6) 2026. The therapy prescribed was continuous hydromorphone infusion at 1.5 ml per hour 0.3 mg per hour. The patient safety program indicating that on (B)(6) 2026, an opioid infusion was prepared using 45 ml of normal saline and 10 mg of hydromorphone, quantity 5 ampoules. The mixture was connected to an infusion pump and programmed to infuse at 1.5 ml per hour. The infusion was expected to last approximately 33 hours; however, on the morning of (B)(6) 2026, at approximately 9:00 a.m., a call was received reporting that the infusion had already been completed. The nursing assistant stated that she had only adjusted the volume setting when she arrived to take over the shift. The patient was found seated in a chair and asleep. Upon arriving at the patient's home at 9:30 a.m.., the patient was observed to have episodes of apnea and a respiratory rate of 6 breaths per minute. After approximately one hour, the patient responded to painful stimulus with groaning and eye opening. Physical stimulation and optimization of oxygen therapy were performed. Naloxone administration and cardiopulmonary resuscitation (CPR) were not required, given the palliative approach. A medical evaluation was requested, and the infusion pump was sent for inspection. Unfortunately, the customer stated that the outcome was fatal, upon review of the medical records, the date and time of death was (B)(6) 2026 at 04:45 a.m. According to the customer the possible cause of death was irreversible hemodynamic shock and multisystem failure associated with the natural progression of the patient's underlying oncologic disease, despite the overdose incident associated with the infusion.